Manufacturer narrative:
Manufacturer's report date: 09/24/2008. Patient information requested and all available information is included. This report was filed by the manufacturer.

Event description:
Customer called to report two over infusion incidents on the same patient and on the same pump. For both incidents oxacillin was hung as a primary infusion and programmed to infuse over 24 hours. In 2008, the infusion bag was empty after 19 hours. The next day, infusion bag was empty after 13 hours. There was no patient harm or medical intervention reported. Device requested but not received. If device received and upon investigation completion a follow up report will be sent.